Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Information received for a cors study patient included an operative report for a right knee revision on (B)(6) 2020. Originally indicated as having taken place outside of cors scope, the operative report indicates that a size 6 tibial component and 6x13 ts insert were revised to a size 5 tibial baseplate with 4mm offset and 18mm x 100mm stem and a 5x19 ts insert. The baseplate was noted to be in internal rotation.